Manufacturer narrative:
(B)(4). Eval method: device history could not be reviewed as no serial number was provided. Results: no product was returned. Conclusion: cause of event cannot be determined. Analysis: no product was returned. Conclusion: w/o the return of the product, no definitive conclusion can be made regarding the clinical observation. Should the product be returned, a f/u report will be submitted.

Event description:
Medtronic rec'd info that this bioprosthetic valve was explanted shortly after implant due to immobility of the cusps. The valve was replaced with another mosaic valve. It was unk if the valve will be returned. No adverse pt effects have been reported. Add'l info has been requested, but has not been rec'd.